Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-01135.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the hematoma and subsequent pericardial effusion cannot be confirmed. In addition procedural factors (manipulation of the devices), patient factors (female gender, advanced age, small body weight, severe valvular calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, following bav, a 26mm sapien 3 valve was immediately deployed in a 50:50 aortic/ventricular (a/v) position with 1ml less than nominal volume. Following valve deployment, trivial paravalvular leak (pvl) was noted; therefore, no post-dilation was performed. Five minutes post valve implant, echo revealed a pericardial effusion. A hematoma was also observed around the non-coronary cusp (ncc) and left coronary cusp (lcc) and the blood pressure gradually decreased. Percutaneous cardiopulmonary support (pcps) was initiated. Following confirmation of the blood pressure stabilization, incision of the epigastric region and pericardial drainage were performed. A total of 100 ml effusion was evacuated. Flow of the pcps was decreased. It was confirmed that the pericardial effusion was not increasing under the low blood pressure management. The blood pressure was gradually raised and the patient was weaned off the pcps. Protamine was administered and a drain tube was placed. The patient was stable at the end of the tavr procedure. The native annular diameter measured 24.5mm by CT. Severe valvular calcification and mild aortic root calcification was reported.